Manufacturer narrative:
The reported rf telemetry anomaly and backup vvi was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was found to be the cause of the reported rf telemetry anomaly and backup vvi.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not able to be interrogated wirelessly. The device went into backup vvi mode upon software download attempt. The device was explanted and replaced. The patient was stable post procedure.